Event description:
Information was received indicating that the guide wire of a smiths medical tracheostomy/pvc - portex tubes pdt ultraperc would kink during placement, making it very difficult to place. No patient consequences were reported. No adverse effects were reported.